Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-05724. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, bleeding, bladder stones, hematuria, and bladder leakage.

Event description:
It was reported that following insertion the patient experienced discomfort, bleeding, bladder stones, hematuria, and bladder leakage.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pressure, urge incontinence, and uti.

Event description:
It was reported that following insertion the patient experienced vaginal pressure, urge incontinence, and uti.

Manufacturer narrative:
(B)(4): it was reported that patient underwent an attempted mesh/sling removal and bladder stone removal on (B)(6) 2010 due to erosion, recurrence, pain, dyspareunia, dysuria, limited ability to ambulate, infection, perforation and inflammation. It was reported that excision of mesh was performed on (B)(6) 2010 due to erosion and recurrence.(B)(4).